Event description:
Customer reported that she experienced high blood glucose; she treated with manual injection. Customer stated she wanted to replace the insulin pump because she feels that its causing her blood glucose to rise. Customer stated she had not eaten in the morning and her reading was 412 mg/dl. Customer has changed out her site 2 times in 2 days. Customer stated that she thinks that her body is building resistance to insulin. She agreed to try another type of infusion set and monitor her levels. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.